Event description:
Customer reported receiving a blank screen from her freestyle flash meter. Because she was not able to test, customer reported experiencing symptoms of shakiness, dizziness and one episode of seizure. Paramedics were called and treated customer with insulin. Customer was then transported to a health care facility where she was diagnosed with severe hypoglycemia and treated with an IV and monitored for her blood glucose level. Despite multiple attempts to clarify the inconsistence between the insulin treatment and diagnosis, adc customer services were not able to reach the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's meter has been returned to the lab and an investigation has determined the complaint is not confirmed. Meter (B) (4) was returned. Meter did power on with button depression and with strip insertion. Blank screen was not observed. Device performed according to specification.